Event description:
Iabp inserted in cath lab s/p intervention to maintain hemodynamic stability. Pt lost pulse right foot few hrs after insertion of iabp. Md aware. Did not want to remove due to hemodynamic status. Finally several hrs after insertion iabp it was removed. Pt developed thrombosis next day and went to or for thrombectomy. Pt stable at discharge after c/o numbness to bottom of right foot.

Event description:
Add'l info rec'd from MFR 05/09/2001: the product was not returned to datascope for evaluation because there was no balloon malfunction.